Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent seal was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit was unable to mechanically ventilate during a case. The patient was manually ventilated until the unit could be exchanged for a different unit. There was no report of patient injury.